Event description:
It was reported the patient developed swelling in back near the catheter insertion site. The patient reported that everything was working well after implant with good efficacy and then the patient started developing pain again that didn¿t get better with increasing doses and then the patient noticed swelling. The patient also experienced less than 50% of therapy relief. The healthcare provider (hcp) attempted a dye study prior to revising the catheter on (B)(6) 2014 but was unable to locate the port and it was determined the pump was flipped. An x-ray was also done. Interventions included revision, hospitalization and reprogramming. Once the pocket was opened, the pump was indeed flipped and the catheter was coiled and twisted multiple times. The hcp was unable to aspirate anything from the pump end. Once the spinal end was opened, it too was twisted near the insertion site but the anchor was intact and the tip remained intrathecal with good flow. The catheter was spliced at both ends and reconnected and sutured into pocket it was further noted that the intrathecal portion was intact with the anchor and good csf. It was cut and spliced further down from this segment. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver prialt. The patient outcome was not reported. Further follow-up was being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n363564, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8785, lot# n363564, explanted: 2014 (B)(6); product ID 8782, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
A couple of weeks after the catheter revision on (B)(6) 2014, the patient had swelling/a seroma at the pump pocket and back. The patient saw the neurosurgeon on (B)(6) 2014 and they thought it was a possible hematoma. The swelling continued to get worse. The patient went in for a pump refill on the date of this report. After filling the pump, when the needle was removed, there was fluid coming from the needle site. The physician believed that the drug went into the pump reservoir. The physician then aspirated 200cc of yellow fluid from the pocket; it was not sent for analysis. The patient stated that she had had 600cc of fluid removed in the past from the pocket, but she did not provide a date. The patient had been wearing a binder. The patient had no symptoms except for the visible puffiness at her pump pocket and back. The patient was to see her implanting neurosurgeon again in mid-december. The cause of the swelling had not yet been determined.

Event description:
As of the date of this report, the patient continued to have fluid collection around the pump and in the back. The physician took a sample to have it analyzed to see if it was csf (cerebrospinal fluid) or serous fluid; the results were not back yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received reported the catheter was removed on (B)(6) 2015 and a new catheter placed. The hcp couldn¿t explain buildup of fluid, nothing appeared wrong with the catheter but when the pocket and spine locations were opened tons of fluid was noted so the hcp opted to replace the catheter. Currently the patient was reported to be doing fine.

Event description:
Additional information later received reported that the patient was now having an explant because the fluid is back again after the revision. The healthcare provider could not tell the reporter where the fluid was accumulating or when the explant would be.

Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿catheter body ¿ kink observed¿. A kink was seen 18.3 cm from the distal tip. During pressure testing in the lab, this kinked area would occlude when the catheter was bent to a narrow radius. (B)(4).